Manufacturer narrative:
Monitor 04/2006. Battery pack- 08/2005. Evaluation: device evaluation of monitor and battery pack have been completed. The reported problem was confirmed. Several of the contacts in the battery connector within the monitor were damaged. In addition, both battery packs had damage to the connector. The cause of the bents contacts was likely a connector misalignment between a battery pack and the monitor. The root cause of the connector misalignment cannot be positively identified. The damaged connectors will be replaced. No adverse event resulted from the damaged monitor. The pt received a replacement monitor and battery packs.

Event description:
A male pt contacted lifecor customer support to report a bent battery contact in his monitor. The monitor was not making proper contact with the battery pack and wasn't working. He reports that he was able to bend the contact, so that the monitor is now functioning. A replacement monitor was provided to the pt. In a follow-up call, support requested that the 2 original battery packs used with the monitor also be returned for evaluation once the replacement equipment arrives.